Event description:
It was reported that the patient's pump displayed as running, but at the end of three days the cartridge was still full and no medication had infused. The patient switched to a different pump. The patient complained of difficulty breathing at the time of the call. No patient injury was reported.

Manufacturer narrative:
Model # is unknown. No product information has been provided to date. Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation: no product was returned for visual or functional evaluation however, the pump operators manual states system delivery accuracy of the pump is plus or minus 3 percent. System delivery inaccuracies may occur as a result of back pressure or fluid resistance which depends upon medication viscosity, catheter size and extension set tubing. In addition, the pump will alarm and display a cartridge volume low message when the syringe volume is low, this is a normal function of the pump. This does not necessarily mean the pump is not functioning properly. The device in question would need to be returned for functional and delivery accuracy tests. Results: there is no evidence that the reported pump failed to meet specifications. Root cause of this reported event cannot be determined as no sample was received in which to perform visual or functional analysis. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record DHR review could not be performed in that no specific product was identified.